Manufacturer narrative:
Empty strip bottle was returned. Retention reagent gave satisfactory performance.

Event description:
The customer received an insulin dosage of humalog from her pump based on the meter reading. The specific reading was not provided. She then felt hypoglycemic and sick. She could not think properly and needed assistance to sit down because she almost passed out. She was given sweet tea and ate a meal. She eventually felt better. The customer was advised to return the test strips for evaluation. New meter and strips were sent to her.